Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture. The lead was explanted and replaced. No adverse events occurred to the patient.